Manufacturer narrative:
The device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer confirmed that they were able to repair the unit themselves. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator failed o2 calibration and displayed an alarming low fraction of inspired oxygen (fio2) while on a patient. The patient was transferred to a back-up ventilator and there was no patient harm associated with the reported event.